Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. D4: UDI number, catalog number, model unavailable. G5: 510k number unavailable. H4: device manufacture date unavailable. No product was returned. The investigation determined the most probable cause to be an occlusion in the infusion line, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. No serial number was provided so a review of the product history could not be performed.

Event description:
It was reported that the device exhibited a high pressure alert. It is unknown if there was patient involvement, no adverse patient effects were reported.